Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to erosion. No additional adverse patient effects were reported. The products were not returned.

Manufacturer narrative:
As no further information concerning this subject is expected, our investigation is complete. This investigation will be updated should further information be provided.